Event description:
It was reported that one week after the pt was implanted with an epidural lead, the stimulation stopped. The lead had high impedance. The physician decided to revise the lead. During the revision, the doctor discovered that the explanted lead had blood inside, but did not appear to be cracked when visually inspected or x-rayed.

Manufacturer narrative:
Eval results: the lead was visually inspected and found to be severely kinked with all wires broken. All channels on the lead measured open and the device failed continuity testing. Conclusion: the no stimulation claim was confirmed; as received the lead is severely kinked with all wires broken. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.